Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. Based on the information available, no conclusions can be drawn regarding the root cause of the clinical observation. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Updated information was received from sorin. This lead was not part of the complaint reported. It was another company's lead and this lead was the replacement.

Event description:
Ous MDR - after an implantation period of about 1 week, a syncopal episode with bradycardia of 30 bpm was reported. Apart from the sycopal episode no further adverse patient side effects have been reported.